Event description:
Insulin drawn up and administered to patient. Upon removal of needle safety did not engage and needle did not retract. Manufacturer response for insulin syringe, vanishpoint insulin syringe 1ml 30g (per site reporter).